Event description:
The article "transcatheter repair of mitral leaflet perforation after mitral clip" was reviewed. The article presented a case study, to present the treatment of leaflet adverse events after mitral edge to edge repair. Devices mentioned include mitraclip. The article concluded that the feasibility of percutaneous management of leaflet perforation that can occur after mitral edge to edge repair in patients who are not candidates for surgical repair. [The primary author and corresponding author was kameel kassab at yuma regional medical center, yuma, az, united states of america. On an unknown date, an 85-year-old woman with history of mild non obstructive coronary artery disease, non-ischemic cardiomyopathy with ejection fraction of 40¿45 %, history of ventricular tachycardia, and biventricular intracardiac defibrillator placement who presented with worsening exertional dyspnea. Echocardiography confirmed severe functional mitral regurgitation. A xtw mitraclip was implanted successfully. An iatrogenic septal defect was closed with a non-abbott septal occluder. Post procedure day 1, moderate recurrent regurgitation was observed along with suspected leaflet damage. A ntw mitraclip was placed lateral to the xtw. An amplatzer vascular plug ii occluder was implanted between the two clips. A week after discharge, the patient was hospitalized with sudden onset severe dyspnea and orthopnea, tachycardic and hypotensive. X-ray confirmed bilateral pulmonary edema. Patient was placed on bi-pap mechanical ventilation and intravenous milrinone, nitroglycerin, and diuretics. Despite this, the symptoms continued. Transthoracic echocardiogram was performed, confirming severe mitral regurgitation and a anterior leaflet perforation at the a2 scallop. Patient was too high risk for surgery, so a non-abbott septal occluder was placed at the perforation, reducing mitral regurgitation to moderate. The patient was discharged.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter repair of mitral leaflet perforation after mitral clip.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation of vessels, as listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter repair of mitral leaflet perforation after mitral clip.